Event description:
Attempting to transfuse blood during massive transfusion. Belmont rapid infuser tubing noted to be leaking distal to pressure chamber where smaller tubing is joined to pressure chamber. Blood was dripping out of hole in tubing. Infusion stopped - new tubing used without problem.